Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non-sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. The noise was too large to program around. No other anomalies were observed. The patient was asymptomatic, not dependent and paced less than 1% of the time, therefore the physician opted to just monitor. There were no patient consequences.

Manufacturer narrative:
D4. Primary unique device identification (UDI) number updated/corrected.